Event description:
Conmed japan reported on behalf of the customer that the ias12-100lpi, airseal 12/100mm lpi port, was used during a laparoscopically assisted proximal gastrectomy procedure on (B)(6) 2022 when it was reported, ¿when the trocar was pulled out at the end of the surgery, the tip broke. The surgery was completed without any delays or health problems.¿ they did not use an alternative device, there were no reports of a delay in surgery or patient or user impact. After further assessment questions, it was reported the device was broken but the device did not fragment into the patient or make patient contact. There was no prolonged hospital stay, medical intervention or injury for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
Reported event of the trocar breaking is confirmed. Received one ias12-100lpi in a unoriginal package. Lot number not verified. Performed a visual inspection, the complaint was confirmed. The trocar was broken. A device history record review could not be completed as a lot number was not provided. A two-year lot history review could not be conducted as a lot number was not provided. A two-year review of complaint history revealed there has been a total of 24 reports, regarding 24 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.00002. Per the instructions for use, the user is advised the following: the user is advised to use extreme caution during airseal access port insertion. Improper use of this product can result in life-threatening injury to internal organs and vessels. Do not use excessive downward force. Ensure that the access port is properly inserted. Do not remove obturator from cannula at this time. Note: if using the blunt tip access port, the spring anchor should be secured down to the patient¿s abdomen with suture, in the usual manner. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
Conmed japan reported on behalf of the customer that the ias12-100lpi, airseal 12/100mm lpi port, was used during a laparoscopically assisted proximal gastrectomy procedure on (B)(6) 2022 when it was reported, ¿when the trocar was pulled out at the end of the surgery, the tip broke. The surgery was completed without any delays or health problems.¿ they did not use an alternative device, there were no reports of a delay in surgery or patient or user impact. After further assessment questions, it was reported the device was broken but the device did not fragment into the patient or make patient contact. There was no prolonged hospital stay, medical intervention or injury for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.